Manufacturer narrative:
MDR 3003442380-2024-02728 - device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported the event of infusion set cannula kinked over past three weeks with 3 infusion sets. The events occurred within 3 hours of insertion. The blood glucose level was around 400 mg/dl at the time of event. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.